Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of automatic mode switch noted on the device as a result of some ventricular noise on a competitor right ventricular lead. The device was reprogrammed according to the suggestions made by technical support; however, it didn't resolve the noise and oversensing. The patient was stable and will continue to be monitored.